Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with batteries dying quickly in her insulin pump. Her blood glucose was 258 mg/dl at the time of reporting. After troubleshooting, the customer was advised that she would be sent a replacement battery cap, as that may be the under lying cause of her battery issues. She was further advised to closely monitor her insulin pump upon receipt of the replacement part. No equipment was returned. No additional information was reported.